Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the nurses were unable to deflate the balloon to remove the catheter. The physician stated this was not the first time this problem has occurred. The catheter was successfully removed after a few manipulations.

Event description:
It was reported that the nurses were unable to deflate the balloon to remove the catheter. The physician stated this was not the first time this problem has occurred. The catheter was successfully removed after a few manipulations.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use was found adequate and states the following: "to deflate catheter balloon: gently insert a luer slip syringe in the catheter valve. Never use more force than is required to make the syringe stick in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing the balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol."